Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it had been fully deployed. All four needles, both sutures and both coiled suture lumens were not returned. There was no detected damage to the device. The guide wire diameter was measured and noted to be acceptable. During testing, insertion capabilities were successful with the guide wire exiting the guide wire exit port. No unusual resistance was encountered except for slight resistance when the guide wire encountered the hemostasis valve which required a slight more effort to cross. The hemostasis valve was inspected and there was no detected anomaly. Based on the investigation finding, the root cause is could not be determined, as the device performed according to specification. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the prostar xl device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, there was difficulty advancing a non-abbott guide wire through the prostar xl device to remove the prostar xl device from the patient anatomy. The guide wire would not advance past "the area of the hemostasis valve, distal of the guide wire exit port of the prostar xl device". The guide wire was retracted and inserted a second time with more effort and slight pushing, making it possible to place the device and achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.